Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device showed several episodes of non-sustained lead noise for double counting of wide qrs signals. Charging for hv therapy was also noted, but there was no detection criteria met for therapy delivery. The device and patient will be monitored.